Manufacturer narrative:
Evaluation summary: h 3: the device history record (DHR) review of the reported possible lot numbers shows evidence that the product was released according to all established procedures and quality documentation. Fifty-one brand new representative samples were received at the manufacturing site for evaluation. Visual and functional inspection was performed, and no failure was found. The reported failure mode will be treated as not confirmed. No root cause could be found related to the manufacturing process. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the feed bags had a slit in them and appeared to have "micro" holes as if they were sweating. The connection to the cap was not properly fused and leaked between the interface and spike connector.